Event description:
Report of leaking and separation in one set of taxol tubing. The sample is available. There was no patient or staff injury. The resulting minimal chemo spill was cleansed according to the policy of the institution. The pharmacist was not certain where the tubing had separated as it was double bagged in a biohazard bag. There was no clinical contact known.